Event description:
It was reported that there were a momentary replace controller events captured in log file analysis that self-resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue, fluid ingress. The reported event of replace system controller alarms was able to be confirmed. The heartmate ii system controller (serial number:(B)(6)) was returned for analysis, and a log file was downloaded for review, and another was submitted for review. A review of the submitted log files showed overlapping events spanning approximately 7 days ((B)(6) 2024 per timestamp). Backup mcu faults were intermittently active along with yellow wrench/replace controller alarms from (B)(6) 2024. The alarms cleared shortly after activating. The driveline was disconnected on (B)(6) 2024 at 10:56:05 and the controller was shut down at 11:08:50. There were no other notable alarms active in the logfile. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbooksection 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ states how to replace the system controller backup battery. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.